Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that a revision procedure was performed and the rv lead was explanted and replaced. Additionally, the left ventricular (lv) lead was also explanted and replaced due to low out of range pace impedance measurements. The lv lead is also a non boston scientific product. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that a revision procedure was performed and the rv lead was explanted and replaced. Additionally, the left ventricular (lv) lead was also explanted and replaced due to low out of range pace impedance measurements. The lv lead is also a non boston scientific product. No additional adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted and replaced. No adverse patient effects were reported. This device has been received for analysis.